Event description:
The customer contacted Stryker to report that charging port on their device was damaged, preventing the device from being charged/connected to power during intervention on a patient. This led to a serious injury situation where the compression depth and frequency did not meet the requirements, causing the patient's heart rate to continuously drop.If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions.The patient associated with the reported event did not survive.

Manufacturer narrative:
DUE TO CHARACTER LIMITATIONS SECTION E1, INITIAL REPORTER PHONE, WAS LEFT BLANK. THE INITIAL REPORTER¿S PHONE NUMBER IS (B)(6). STRYKER CONTACTED THE CUSTOMER TO REQUEST ADDITIONAL INFORMATION ON THE PATIENT. STRYKER REQUESTS PATIENT INFORMATION NECESSARY FOR REGULATORY COMPLIANCE, STRICTLY ADHERING TO HIPAA'S PRIVACY RULE. THE CUSTOMER PROVIDED STRYKER WITH THE AVAILABLE PATIENT INFORMATION. PATIENT FIELDS IN WHICH INFORMATION IS NOT PROVIDED WERE INTENTIONALLY LEFT BLANK. STRYKER PERFORMED CLINICAL REVIEW OF THE REPORTED EVENT. GIVEN IT IS UNKNOWN WHETHER THE DEVICE STOPPED WHEN THE LOW BATTERY OCCURRED IT IS UNKNOWN HOW LONG CHEST COMPRESSIONS WERE PAUSED IN TOTAL DUE TO THE ISSUE. CONTRIBUTION OF THE DEVICE TO REPORTED EVENT IS UNKNOWN. STRYKER CONTINUES TO INVESTIGATE THE REPORTED ISSUE AND WILL SUBMIT A SUPPLEMENTAL REPORT ON THIS EVENT TO THE FDA AS PROVIDED BY 21 CFR 803.56.

Event description:
THE CUSTOMER CONTACTED STRYKER TO REPORT THAT CHARGING PORT ON THEIR DEVICE WAS DAMAGED, PREVENTING THE DEVICE FROM BEING CHARGED/CONNECTED TO POWER DURING INTERVENTION ON A PATIENT. THIS LED TO A SERIOUS INJURY SITUATION WHERE THE COMPRESSION DEPTH AND FREQUENCY DID NOT MEET THE REQUIREMENTS, CAUSING THE PATIENT'S HEART RATE TO CONTINUOUSLY DROP. IF A DEVICE MALFUNCTIONS, THE DEVICE OPERATING INSTRUCTIONS INDICATE THAT THE USER IS TO REMOVE THE DEVICE AND IMMEDIATELY START MANUAL CHEST COMPRESSIONS. THE PATIENT ASSOCIATED WITH THE REPORTED EVENT DID NOT SURVIVE.

Manufacturer narrative:
The customer provided additional information regarding reported event. Stryker performed new Clinical review and concluded that the device use may have contributed to the patient¿s outcome. The reported issue with the customer's device likely caused a CPR pause of greater than 10 seconds.Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 CFR 803.56.